Event description:
We use blood pressure transducers for arterial blood pressure in the nicu. They come with two (2) stopcocks attached and we only need one so our practice is to remove one before attaching it to our lines. We opened several kits yesterday and when trying to remove one of the stopcocks, a piece of it cracked off. There was no visual indication that the devices were broken or cracked before using them and the packaging was intact. Staff did not apply extra force to remove the stopcocks. The kits are stored on shelves in the unit. Their containers did not appear to have been crushed or damaged in any way. Ten (10) kits were affected. Two stopcocks have been saved and will be returned to the manufacturer. No packaging was saved and staff do not know if the lot numbers were the same or different for the 10 affected devices.====================== health professional's impression======================staff do not know.====================== manufacturer response for disposable transducer with 2 stopcocks, transpac IV neonatal/pediatric pressure monitoring kit======================contacted hospira, who directed our call to ICU medial. Message left for the quality department at ICU medical. We intend to return the devices to the manufacturer for their inspection and analysis.